Event description:
It was reported that the first suture (t1) was applied successfully but the second one (t2) didn¿t because the needle tilted and became crooked. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Review of manufacturing records found no non-conformances or inconsistencies for this lot.